Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro device had the jaws fracture inside the pts' leg. A large piece of the silicone on the jaws broke off inside the tunnel. After the user noticed that the piece had broken off, he searched for the piece inside the tunnel but was unable to find it. He can only assume that the piece of silicone is still in the pt's leg. A new kit was used to complete the procedure. There were no other pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the bottom half of the cold jaw silicone boot was detached and missing. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke off" was confirmed. The lot number could not be obtained, so a lot history record review could not be performed. (B)(4).